Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a normal use, the device's cuff had a cuff inflation/deflation issue. The patient had to be re-intubated.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The reported event was confirmed. An inflation/deflation test was performed and it was observed that the cuff deflated immediately. A visual inspection was performed, and it was observed the cuff presents a tear. The device failed to meet specification as it was received or made available for evaluation. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.